Event description:
It was reported that 4 bd nexiva¿ closed IV catheter systems experienced foreign matter in the fluid path. The following information was provided by the initial reporter: there was flocculation on the catheter tube

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval?: yes. D10: returned to manufacturer on: 3/5/2021. H6: investigation: bd received two 20 gauge nexiva single port units from lot 0150551 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned units and observed no signs of foreign matter. The units were then inspected under a microscope and a clear strand of a fiber-like substance was found on the catheter tubing. It was collected and sent for ftir analysis to determine what the strand was made of. Ftir analysis showed that it was a combination of cellulose and silicone. Based off of the microscopic inspection the engineer was able to verify the reported defect. Silicone is a known material in the silicone-based lubricant used on the catheter tubing and thus is considered to be a non-foreign material. However, cellulose is not a known material in the production of nexiva devices, therefore, its origin is likely to be environmental. Cellulose may have originated from multiple sources but is most commonly found in paper products and cotton. Potential environmental sources for cellulose throughout the manufacturing process include personnel clothing, cardboard packaging, and terry wipers used for cleaning surfaces. Unfortunately, a definitive root cause for where the piece of cellulose came from could not be determined.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 4 bd nexiva" closed IV catheter systems experienced foreign matter in the fluid path. The following information was provided by the initial reporter: there was flocculation on the catheter tube.